Event description:
It was reported via medwatch (B)(4) that during a surgical procedure, the surgeon saw metal flakes. It was also reported that the surgeon immediately stopped using the device and noted the shaft was hot to touch. The wound was irrigated copiously another drill bit was opened to the field and the case continued without further incident.

Manufacturer narrative:
Device not returned.